Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion." According to the customer: "liquidation of 940ml would take 4 hours. When 4 hours have elapsed, the pump alarms before vssi is ready. The pump means that 940ml has entered. But if you look at the bottle, it is about half of the liquid left in the drip. Weighs the bottle and weighs 450 grams. Which means that there are almost more than half of the drops that have not entered properly, so they changed they device for another one and let it go on for 2 hours more for the whole liquid to leave the bottle."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2022-01-22 was investigated. At 9:10 a.m. A space line neutrap was inserted. The infusion was started at 10:00 a.m with a rate of 235 ml/h. Between 10:00 a.m. And 14:42 p.m. The infusion was stopped again and again. The history does not show any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,43%. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.